Manufacturer narrative:
Reference number (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062918. A bezoar is a known complication of a j-tube placement. Health effect clinical code of e2402 was chosen to capture the event of bezoar. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date a patient in greece underwent a procedure for the placement of percutaneous endoscopic gastrostomy-jejunal (peg-j) tubes. On (B)(6) 2025 it was reported the patient endoscopically had a replacement of peg-j tubes due to patient's difficulty swallowing (peg 20fr). The old intestinal tube had a kink present and there was a bezoar that was dissolved in order to be removed. The patient was discharged. No hospitalization occurred. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed.